Event description:
It was reported that the patient experienced cardiac arrhythmias which required changes to medication and cardioversion. On (B)(6) 2021, patient went into atrial fibrillation (afib) with rvr (rapid ventricular response) with heart rate in the 110s and 130s. Cardioversion was attempted at 150j x1 and 200j x1, both of which were unsuccessful. Bolus amiodarone 150mg was given and drip started at 1. Afib continued to (B)(6) 2021, when another cardioversion at 200j x1 was performed and patient then appeared to be in sinus rhythm. On (B)(6) 2021, a low flow alarm occurred at 2.4l and patient was given 250 cc lactated ringer's solution (lr) as it was deemed not a suction event. A subsequent low flow alarm occurred and inomax nitric oxide (ino) 20 was started with plans to wean off on (B)(6) 2021. The event was reportedly resolved on (B)(6) 2021.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a specific cause for the reported cardiac arrhythmia and low flow alarms as well as a direct correlation to the heartmate 3 left ventricular assist system (lvas), serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on (B)(6) 2020. Heartmate 3 lvas instructions for use (IFU), rev. C, section 1 entitled ¿introduction¿ lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Heartmate 3 lvas patient handbook, rev. C, section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to the heartmate 3 lvas, serial number (B)(6) could not conclusively be determined through this evaluation. The patient remains ongoing on (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 10dec2020. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 4 entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow, such as hypertension. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a postoperative transthoracic echocardiogram (tte) was performed on (B)(6) 2021 that showed the patient had moderately reduced right ventricular function. The site stated there were no device related issues that caused the patient's right heart failure; they believed it was likely a consequence of the lvad implant surgery. The patient's inotropes were weaned off on (B)(6) 2021 and related heart failure medications and vasopressors were subsequently weaned off on (B)(6) 2021 to (B)(6) 2021. The patient's right heart failure resolved without sequelae on (B)(6) 2021.